Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately three years post deployment, CT scan revealed that the filter limbs project peripheral to the lumen of the ivc. Also, one of the filter limbs is fractured and is in proximal aspect of the filter. Following month, CT scan revealed that one of the filter limbs to be oriented at 180 degrees to the original position along the long access of the ivc. Then the filter was retrieved using snare method and the detached filter limb is embolized in right lower lobe of pulmonary artery. Followed by, the detached filter limb was also retrieved using apc catheter. Therefore the investigation is confirmed for filter limb detachment, filter limb perforation and material deformation. However, the investigation is unconfirmed for filter migration to the heart, as the filter is retrieved from the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 01/2015, (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in prevention of dvt and pe. At some time post filter deployment, it was alleged that filter was detached, perforated and migrated to heart. The device was removed percutaneously. The current status of the patient is unknown.